Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the patient was concerned about feeling leads in the pocket and noted tenderness at the cardiac resynchronization therapy pacemaker (crt-p) site. It was also verified that there was a lead loop mildly evident under the patient¿s skin and that the pocket appeared to be well healed without any further concern. Upon interrogation of the device it was noted that there were high right ventricular (rv) lead thresholds with no capture and possible high left ventricular (lv) lead thresholds. Reprogramming was done and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead subsequently exhibited no capture and variable thresholds. Fluoroscopy confirmed that the rv lead was noted to be dislodged into the right atrium by what appeared to be twiddlers. The rv lead was capped and replaced.